Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The customer technical specialist (cts) assisted the customer with bleaching the probe wipe, resolving the probe leak. However, an onsite service call was generated for the hemoglobin (hgb) issue. The fse confirmed the hemoglobin (hgb) lamp was defective. The fse replace the hemoglobin (hgb) lamp and adjusted the hemoglobin (hgb) voltage, resolving the incomplete computation issue on the hemoglobin (hgb) parameter. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 3 mls of clear fluid was leaking from the probe in the coulter act diff analyzer onto the counter. The leak was not contained within the instrument. The customer also reported the analyzer generated an incomplete computation for the hemoglobin (hgb) parameter on startup. The customer stated did not cycle patient samples during the event. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. There was no death, injury, of affect to user or to patient treatment attributed to this event.